Event description:
It was reported that during a routine device change out procedure when a commanded shock lead impedance (sli) test was performed the right ventricular (rv) lead exhibited high out-of-range sli measurements measuring greater than 200 ohms. Prior to the change out sli impedances measured 74 ohms. Technical services discussed possible causes. The physician decided to leave the device programmed rv coil to can as the pocket was already closed. At this time, the lead remains in service. No adverse patient effects were reported.